Event description:
The customer alleged that the audio alarm would not sound. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The nellcor puritan-bennett customer support engineer replaced the audible alarm assembly as a precaution. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.